Event description:
A nurse at the user facility reports a broken haptic was noted following insertion of the intraocular lens (iol). Enlargement of the incision and a suture were required to accomodate lens removal and replacement. Additional info has been requested.